Event description:
Customer was hospitalized due to dka. Customer stated that she changed the infusion set and took a manual injection prior to the hospitalization. Per md, the infusion set was not connected properly to the reservoir. Troubleshooting was performed and pump passed the prime test. Tubing clamp was not available to run the high pressure test, however, the customer mentioned that the pump had given a no delivery alarm the day prior to the hospitalization.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.